Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system displayed a storage failure message and failed to perform the exposure. The service quotation had expired, and accordingly, no service was provided by philips. To date, no further occurrences have been reported. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system displayed a storage failure message and failed to perform exposures. No harm was reported to philips. Philips has started an investigation of this complaint.